Event description:
Pt was hospitalized and received stationary treatment from (B)(6) 2012, for a "diabetes re-adjustment" and due to induration on his abdomen. He reported the cartridge leaked insulin, and this resulted in elevated blood glucose of 430 mg/dl (date and time is unk). He also reported the infusion device displayed e4 occlusion errors, and the infusion sets did not appear to be damaged or occluded. The infusion needle is changed every day and the tube every 5 days. Pt did not have an infection or start new medication. The infusion device was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.